Manufacturer narrative:
A correlation between the device and the reported subarachnoid hemorrhage and gastrointestinal bleeding could not be conclusively determined. Although the report of an intermittent elevation in pump power was confirmed based on a review of the submitted system controller log file data, a cause of the recorded alarms could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted after experiencing diarrhea for approximately one week, and that the patient had a new diagnosis of subarachnoid hemorrhage that occurred on an unspecified date. The patient¿s inr had been 9.88 at the time of admission, and was 3.73 the day following admission. It was reported that the patient was extubated and alert, with mean arterial pressures between 65-79mmhg, and a creatinine of 10 mg/dl. It was reported that historically, shortly after lvad implant in 2010, the patient had experienced gastrointestinal bleeding and coumadin therapy was discontinued. However, due to a subsequent stroke on an unspecified date/year, the coumadin was restarted. It was believed that the patient¿s current inr was increased secondary to a virus, and that the elevated inr caused the recent subarachnoid hemorrhage. When the patient was admitted, it was reported that the lvad system was producing ¿occasional power spikes¿. Log file analysis performed by the manufacturer¿s technical services representative confirmed transient power elevations that were associated with pulsatility index events. The log file did not reveal any device issues or trends associated with device thrombus.